Manufacturer narrative:
Details of complaint: the customer reported that two of their monitors on the central nurse's station (cns) were frozen. Technical support (ts) had the customer press the CAPA lock on the keyboard and while the customer was checking the led indicator on the cns, the monitors started working again. The customer was advised to make sure there is no dust or debris on the fan. The customer was also advised to reboot the cns once every three months. No patient harm or injury was reported. Investigation summary: nihon kohden (nk) able to confirm the reported issue was attributed to a user related error, due to a lack of the customer performing preventative maintenance, as recommended. The customer stated that the device had not been restarted in several months, which can lead to the reported issue of the devices being "frozen." Nihon kohden technical support (nk ts) provided education and assistance to the customer to resolve the issue and prevent future issues as such. Nk has identified some potential causes of similar issues where the cns device(s) experience issues where the devices are "frozen," (including app advisory error message being displayed and causing the device to become "frozen"). Nk has identified some potential causes of the cns device experienced app advisory error message issues, which are typically due to, but are not limited to, software or file corruption, (typically due to user related errors, power surges, power issues, or power outages), hard disk drive damage, (due to physical damage or corruption), user related setup error issues including app advisory error message being displayed and causing the device to become "frozen"). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that two of their monitors on the central nurse's station (cns) were frozen. There was no patient injury reported.

Manufacturer narrative:
Technical support (ts) had the customer press on the CAPA lock on the keyboard and while the customer was checking the led indicator on the cns, the monitors worked again. The customer was advised to make sure there's no dust or debris on the fan. The customer was also advised to reboot the cns once every three months. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their two monitors on the central nurse's station (cns) are completely frozen. There was no patient injury reported.